Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose level was 76 mg/dl. Customer reports that they did not received low battery alert before off no power alarm. Insulin pump will not be returned for analysis.